Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that insulin pump  o ring cracked and his reservoir isn't able to lock in place and battery cap contact dislocated and customer contacted because of fa896 notification .no harm requiring medical intervention was reported. Troubleshooting was not performed. Advise the customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received without a battery cap. Installed a test battery cap and continued testing. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to the critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces, and comlink3 files. A review of the pump history file reveals on (B)(6) 2023 at 21:54 a pump error 35 alarm was triggered which caused the critical pump error (open book image) alarm. The pump was cut open for visual inspection. No physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor however, found the force sensor cable was misaligned causing an intermittent connection. Critical pump error (open book image) and pump error 35 alarms are due to a misaligned force sensor cable. The force sensor zero offset is within specification (23.2 mv). The following were noted during the physical inspection: missing retainer, partially broken reservoir tube lip, scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, end cap address label faded, pillowing keypad overlay, and missing reservoir tube o-ring. Unable to lock a test p-cap into the reservoir compartment due to the missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. Unable to verify battery cap damage due to the pump being received without a battery cap. Battery cap damage is unknown due to the pump being received without a battery cap. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Critical pump error (open book image) and pump error 35 alarms are confirmed due to a misaligned force sensor cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.